Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A 14cm solero applicator was tested successfully at 100 watts for 10 seconds and deemed functional. The applicator was placed percutaneously, with no reported difficulty, into the patient's cirrhotic liver. The ablation was set at 140w for 6 minutes; however, 4 minutes and 38 seconds into the ablation, an audible "pop" was heard and a "high reflectiveppower" error message displayed. The ablation was stopped and the probe was removed from the patient. It was then noted that the ceramic tip was missing. The patient's vitals remained stable; therefore, a CT scan was performed and showed the tip was retained within the lesion, in the patient's liver. At this time, there are no plans to remove the tip.

Manufacturer narrative:
Returned for evaluation was a 14cm solero applicator. Visual inspection confirmed that the distal end of the ceramic tip was broken off and 7mm was charred. The ceramic tip was cracked and removed. The copper center conductor was not present inside the ceramic sleeve and was melted near the end of the semi-rigid outer jacket. It is believed that a thermal event occurred that melted the center conductor and possibly the washer. Potentially, the copper became vaporized under extreme heat - building up pressure inside the tip, resulting in fracture of the ceramic. No coolant fluid was observed in the circuit connection and no manufacturing non-conformances were observed regarding device assembly. The root cause of the ceramic tip fracture is believed to be a result of a thermal event inside the tip. A definitive root cause could not be definitively determined, however, placement of solero applicator in close proximity to ultrasound (us) probe may be a contributing factor. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).